Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring, broken battery tube threads, cracked lcd window and no peeling lcd window noted.

Event description:
Information received by medtronic indicated that the severe crack on the reservoir area and screen was peeled. Customer stated that the reservoir was locked in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.